Manufacturer narrative:
X-ray. Two oval disruptions are evident in the cusp of leaflet 2 on the outflow aspect. The first through disruption measures 2mm in width and 4mm in length and is visible on the inflow aspect. The other non-through distuption measures 1mm in width and 2mm in length and is not visible on the inflow aspect. The tissue disruptions in the cusp of leaflet 2 line up with disrupted areas of the sewing ring. The disruptions have the appearance of those caused by suture tail abrasions; yet implanting sutures were removed from the sewing ring. All three free margins exhibit moderate delamination at the commissure points. The free margins of leaflet 2 and leaflet 3 at commisure 3 are swollen and opaque in color and measure 4mm along the edge and 5mm deep. Opaque and swollen tissue is also detected on the cusps of leaflets 2 and leaflet 3 along the hinge area. Delamination, opaque and swollen characteristics indicate fatigue tissue, which in this case led to wavy free margins. Localized calcification is only detected on the cusp of leaflet 1. Host tissue is minimal and located on the cusp of leaflet 1 and measures 4mm onto the tissue on the inflow aspect and 2mm on the outflow aspect. The wireform of commissure 2 is exposed possibly during explant. The x-ray demonstrates stent distortion and wireform to band separation. Suture tail abrasions is a user technique related event.

Event description:
Reportedly, this device was explanted after approximately a 6 year, 7 month implant duration, due to coronary artery disease and aortic insufficiency. Upon explant of the valve, the surgeon observed holes in the leaflets.